Event description:
A 1.5 mm x 20 mm sprinter rx dilatation balloon catheter was used to dilate a circumflex lesion. The lesion morphology was reported to be moderate tortuosity with no calcification. It was reported that the balloon was advanced to the intended lesion site. It was reported to be stable after one day in the ICU. Medtronic has received the device and its analysis has been completed. The balloon has been inflated. Negative purge detected a leak in the balloon; the leak was identified to be located in the balloon material over the distal edge of the marker band. There was a lead in scratch distal to the hole and the balloon material on the proximal edge of the hole was bunched. This suggests that the balloon material was damaged as it was being delivered or as it crossed the lesion. A still image was received identifying an area in the left circumflex with extravasation. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation: results: patient's condition affected effectiveness of device (moderate tortuosity). Evaluation: conclusions: device failure/lack of effectiveness related to patient condition (moderate tortuosity)